Event description:
Double lumen PICC line found split and leaking intravenous fluid. Split beyond double lumen portion and was not repairable. Anesthesiologist reports he has seen another PICC line split at same area.